Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative on of the supplemental medwatch report indicates stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the battery. After completing other unrelated repairs, and installing a new battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the battery. After completing other unrelated repairs, and installing a new battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker received additional patient information from the customer. Patient fields in which information is not provided were intentionally left blank. Section h10 and/or h11, additional mfg narrative on of the initial medwatch report indicates stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the battery. After completing other unrelated repairs, and installing a new battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative on of the initial medwatch report should indicate stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the battery. After completing other unrelated repairs, and installing a new battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.